Manufacturer narrative:
A ge oec service representative investigated the issue and found the right monitor was completely non-functional. Right monitor replaced and all connections checked for proper connection. The system was tested, found to operate as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 7700 fluoroscopy system had reported flickering right monitor.